Manufacturer narrative:
(B)(4). We received one used, half filled easypump ii lt 100-50-s without packaging (contaminated with a cytostatic agent). The received sample was subjected to a visual exam. Damages were not detected. In as-received condition, the white clamp was closed. The original wing cap was not assigned by the customer, the pt connector was not closed with a stopper. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Furthermore, we detected air inside the triangle tube (behind the vent filler) and an air bubble inside the flow restrictor. Furthermore, we detected residues at the lla-cone of the pt connector and crystallized drug residues all over the sample. Additionally, the pump was filled up to its nominal volume with nacl 0.9%. After filling the pump, opening the white clamp and waiting for awhile, the pump did not work (solution was not running). Despite squeezing the pump by hand, the pump did not work (solution was not running). After a testing period of 3 hours, leakages were not detected at the sample but the pump did not work (solution was not running). The received sample does not meet our requirements. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump damaged.